Event description:
It was reported that during an embolization treatment procedure, the coil became stuck in the tip of the catheter. The target lesion was located in the splenic artery. A 5fr non bsc catheter was placed and the 8.0mm x 20cm .035 interlock 2d coil was advanced in the catheter while utilizing continuous flush. The coil became stuck in the tip of the catheter when approximately 1cm of the coil was deployed. While attempting to retract the coil, the interlocking arms became unlocked allowing the proximal pusher wire portion to be removed, but the main coil remained. The catheter was removed with 1cm of the coil protruding from its distal tip. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).